Event description:
It was reported that the customer had issues with the insulin pump's keypad. The scrolling button was not responding. The customer's blood glucose level was 157 mg/dl. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No jammed buttons, ramping numbers on their own, or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.